Event description:
Customer reportedly received the following results on the advantage system within 10 minutes while using comfort curve test strips: hi (greater then 600 mg/dl), 153 mg/dl, and 135 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.